Event description:
The patient reported that they knew what the critical alarm sounded like because the patient let the pump go empty. The patient knew it was the alarm sounding when they missed their refill. The pump was used to deliver demerol. No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).